Event description:
It was reported that during patient treatment, the anesthesia device measured a lower oxygen concentration that set. There was no patient harm. (B)(4).

Manufacturer narrative:
A supplemental report will be provided when the investigation has been finalized. (B)(4).